Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. 633651 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("bilateral leg pain") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (on (B)(6) 2010 the patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pain in extremity and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 42-year-old female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "nova sure ablation and essure insertion performed on the same day" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysmenorrhea, urticaria, menorrhagia, premenstrual dysphoric disorder, constipation, uti, endometrial ablation, paratubal cyst, chronic conjunctivitis, night sweat and anemia. Bilateral tubal occlusion. Previously administered products included for an unreported indication: xanax, aygestin, ranitidine, zyntec and cipro. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine/ migraines / headaches"). In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pain in extremity ("bilateral leg pain/ constant leg pain/ unable to walk"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and arthralgia ("joint pain"). On (B)(6) 2010, the patient experienced allergy to metals ("allergic reaction to nickel/ allergic or hypersensitivity reaction type: allergic to device"), 7 months 1 day after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/chronic/ pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dermatitis allergic ("allergy - rash/ skin condition") and headache ("headaches") and was found to have weight increased ("weight gain/ weight gain/ loss (specify which one): gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain, pain in extremity, allergy to metals, pelvic pain, dysmenorrhoea, menorrhagia, dermatitis allergic, arthralgia and headache had resolved and the migraine, weight increased, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, dermatitis allergic, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that the essure devices were deployed without difficulty: 4 trailing coils on the patient¿s right side, and 5 on the left. Discrepancy noted in dob as per current follow up dob: (B)(6) 1967. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Most recent follow-up information incorporated above includes: on 7-nov-2019: reporters, patient demographics, medical history, historical drug were added. Lot number added. Added events abnormal bleeding (vaginal), fatigue, joint pain, headaches,nova sure ablation and essure insertion performed on the same day. Updated onset dates, outcome and reported events term menorrhagia, allergy to metals, migraine. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 42-year-old female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "nova sure ablation and essure insertion performed on the same day" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysmenorrhea, urticaria, menorrhagia, premenstrual dysphoric disorder, constipation, uti, endometrial ablation, paratubal cyst, chronic conjunctivitis, night sweat and anemia. Bilateral tubal occlusion. Previously administered products included for an unreported indication: xanax, aygestin, ranitidine, zyntec and cipro. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine/ migraines / headaches"). In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pain in extremity ("bilateral leg pain/ constant leg pain/ unable to walk"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and arthralgia ("joint pain"). On (B)(6) 2010, the patient experienced allergy to metals ("allergic reaction to nickel/ allergic or hypersensitivity reaction type: allergic to device"), 7 months 1 day after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/chronic/ pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dermatitis allergic ("allergy - rash/ skin condition") and headache ("headaches") and was found to have weight increased ("weight gain/ weight gain/ loss (specify which one): gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain, pain in extremity, allergy to metals, pelvic pain, dysmenorrhoea, menorrhagia, dermatitis allergic, arthralgia and headache had resolved and the migraine, weight increased, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, dermatitis allergic, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that the essure devices were deployed without difficulty: 4 trailing coils on the patient¿s right side, and 5 on the left. Discrepancy noted in dob as per current follow up dob: (B)(6) 1967. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Lot number: 654823. Manufacture date: 2009-07. Expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Medical conditions: bilateral tubal occlusion. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("bilateral leg pain") and allergy to metals ("allergic reaction to nickel"). On an unknown date, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and dermatitis allergic ("allergy - rash/ skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2010 the patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain, allergy to metals, pelvic pain, dysmenorrhoea, menorrhagia and dermatitis allergic had resolved and the pain in extremity, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, dermatitis allergic, dysmenorrhoea, menorrhagia, migraine, pain in extremity, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Reporter information added. Event : pelvic pain/chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),rash/ skin condition, migraine, weight gain ,essure confirmation test(s) conducted, specify: no added. Outcome of the event pelvic pain and allergy updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("bilateral leg pain") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (on (B)(6) 2010 the patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain, pain in extremity and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: upon email communication all the information from fu2 and fu3 has been removed from frd (B)(6) 2018. Reporters information, patient dob from the case and product indication, lot number and event she did not underwent essure confirmation test were deleted. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("bilateral leg pain") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (on (B)(6) 2010 the patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain, pain in extremity and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals and pain in extremity to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known: possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: medically confirmed reporter and patient dob added. Product indication updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), pain in extremity ("bilateral leg pain") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (on (B)(6) 2010 the patient underwent a bilateral salpingectomy). Essure was withdrawn. At the time of the report, the abdominal pain, pain in extremity and allergy to metals outcome was unknown. The reporter considered abdominal pain, pain in extremity and allergy to metals to be related to essure. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. Eight months after insertion the plaintiff underwent bilateral salpingectomy. Abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. This report provided limited information, however, as abdominal pain can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of device removal. A product technical analysis is awaited. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known: possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation received. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. Eight months after insertion the plaintiff underwent bilateral salpingectomy. Abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. This report provided limited information, however, as abdominal pain can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of device removal. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. 633651) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("bilateral leg pain") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (on (B)(6) 2010 the patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pain in extremity and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals and pain in extremity to be related to essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- reporter information, lot number and event she did not underwent essure confirmation test was added. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.